Event description:
Surgery occurred on (B)(6) 2014 to repair a right antegrade femur fracture. A 12 mm x 380 mm, standard nail was used along with 4 interlocking screws. Preop x-rays shows an existing implant that appears to be a sign product with 2 broken screws. The postop x-rays also shows broken screws but the follow up on (B)(6) shows the exchange nail with unbroken screws. It appears as though the postop x-ray is actually a preop and that other than the follow up, there is no actual postop x-ray. Case ID (B)(6) appears to be the original surgery, (B)(6) 2012 is the original surgery date. Neither surgery include any comments. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again.